Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 600 mg/dl, for diabetic ketoacidosis. The customer had symptoms such as frequent urination. The customer was hospitalized for three days. The customer was wearing the insulin pump at the time of hospitalization. The customer did contact their healthcare professional and does not have a backup plan. Troubleshooting was performed. The drive support cap appeared normal. The customer declined to check for any leaks or air bubbles. The customer declined to check the site, settings or insulin issues. The customer did not do the high pressure test because they did not have sets or insulin to treat per healthcare provider. The customer noted they woke up with low blood glucose level of 40 mg/dl. The customer most current blood glucose level was 275 mg/dl. The device will not be returned for analysis.